Event description:
It was reported that the customer noticed a strand of wire when he pulled out the insertion needle. He believed the tag end might have not been trimmed properly when the sensor was manufactured. His blood glucose level was not reported. The customer had issues with his sensor and blood glucose level readings. His sensor glucose reading was over 40 mg/dl, when his blood glucose level was 120 mg/dl. The insulin pump went into threshold suspend. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.